Event description:
It was reported that the patient had a history of non-sustained ventricular tachycardia post ICD (implantable cardioverter-defibrillators) placement. On (B)(6) 2022, the patient had a long and complicated hospital course which included a prolonged stay at the intensive care unit (ICU). The patient experienced episodes of hypotension, ventricular tachycardia thought to be from sepsis, progressive somnolence leading up to intubation and multidrug-resistant klebsiella pneumoniae. The patient was administered intravenous antibiotics and multiple vasopressors. The family decided to put the patient on comfort care. On (B)(6) 2022, it was reported that the patient passed away due to septic shock and multi-system organ failure. The pump operated as expected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's tachycardia stemmed from sepsis. The tachycardia was not believed to be related to the device, as an ICD was in place before the implant.

Manufacturer narrative:
Section h6: health effect - clinical code: 3261 multiple organ dysfunction syndrome manufacture¿s investigation conclusion: a direct correlation between heartmate 3 (hm3) left ventricular assist system (lvas), serial number (B)(6), and the reported events and patient outcome could not be conclusively determined through this evaluation. The death was not considered to be device related and the device reportedly operated as expected. The pump was not explanted for evaluation. The heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU) is currently available. Infection, sepsis, multisystem organ failure, cardiac arrhythmia, and death are listed as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Additionally, section 6 ¿patient care and management¿ lists arrhythmia as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. Care instructions in regard to preventing infection are provided in various sections of this IFU, including a section entitled "controlling infection." The heartmate 3 lvas patient handbook is also currently available. This handbook also contains information about preventing infection. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.